Manufacturer narrative:
H3 device evaluation status: not returned / facility disposal. Device was not returned for evaluation. Facility disposed of the device per standard protocol. Investigation was limited to internal record review. H7 remedial action detail: facility re-education on ace inhibitor contraindication as a remedial action, the importer provided re-education to the healthcare facility regarding the critical importance of verifying that patients are not on ace inhibitors prior to liposorber apheresis treatment. The training emphasized that ace inhibitors are contraindicated due to interaction with dextran sulfate in the columns, which can trigger bradykinin-mediated effects. The importer recommended that discontinuation or substitution of ace inhibitors with an alternative class of antihypertensive medication be performed at the physician's discretion. Additionally, it was recommended to conduct patient education separately and to verify medication status before each treatment. The healthcare facility was also advised to contact the hotline for any questions or concerns related to treatment, especially for similar cases.

Event description:
The patient had not received treatment for approximately 1.5 years, and the current session marked the resumption of therapy after a prolonged interruption. Approximately 15 minutes into the treatment, the patient developed nausea, vomiting, hypotension, and tachycardia. The procedure was halted, and the blood was returned to the patient. After symptomatic improvement, a second treatment was initiated. However, immediately following re-initiation, the patient experienced chest pain, cold sweats, and perioral numbness, prompting emergency transportation to a medical facility. Subsequent evaluation revealed that the patient had been taking an ace inhibitor, which may have contributed to the adverse reaction. The attending physician instructed temporary discontinuation of the ace inhibitor and scheduled re-treatment 72 hours later, contingent upon stabilization. The patient recovered, and the healthcare provider later reported to the distributor that the patient was in "good condition."